Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The investigation conducted a non-conformance review of the reported serial number. No relevant deviations were identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record to address the reported event. Representative performed an on-site assessment and was unable to confirm or replicate the reported event. The system was then tested per the service test procedure (stp) and found to meet manufacturer specifications. A representative performed an on-site assessment and was unable to confirm or replicate the reported event. The system was then tested per the stp and found to meet manufacturer specifications. The ophthalmic was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that the product met specifications. Therefore, no corrective actions will be pursued at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system exhibited issue with intraocular pressure. Procedure details and patient impact have not been provided. The surgeon declined to provide any additional information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).